Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc). The lead had dislodged. The patient was seen for a revision procedure where the lead was explanted. The lead is not expected to be returned for analysis. There were no adverse patient effects reported.